Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the proximal segment of the lead was returned and analyzed; analysis revealed a breach of the outer insulation due to environmental stress cracking. (B)(4).

Event description:
It was reported that a chronic ventricular lead previously taken out of service was returned to the manufacturer after being explanted due to the lead removal of associated, more recently in service leads. The lead subsequently tested out of specification. No patient complications have been reported as a result of this event.